Manufacturer narrative:
Citation: ram d et al., 'nonbacterial thrombotic endocarditis of a bioprosthetic valve: questions to ponder before replacement of the valve. J card surg.', 2020 may;35(5):1142-1144. Doi: 10.1111/jocs.14536. Epub 2020 apr 10. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient who four years prior underwent implant of a medtronic mosaic aortic bioprosthetic valve (no serial numbers provided) to treat culture-negative endocarditis, and calcific bicuspid aortic stenosis. In this case report, the patient presented with early bioprosthetic valve degeneration with suspicion of endocarditis on echocardiography. Further evaluation revealed aortic regurgitation and high mean transvalvular gradients of 27.4 mmhg. Transthoracic echocardiogram (tte) showed a node on the noncoronary valve cusp. Blood cultures and serological tests for bartonella and q fever were negative. During a redo aortic valve replacement investigation noted two large sessile vegetations on the left ventricular aspect of the noncoronary valve leaflet with a large perforation of the right coronary leaflet. The mosaic valve was explanted, and successfully replaced with a non-medtronic bioprosthetic valve, and the patient had an uneventful recovery following the procedure. Post-operative microbiological culture of the explanted valve did not grow any organisms. However, histopathology revealed devitalized tissue with agglutinated blood and platelets without any significant inflammatory reaction. The authors stated the histopathological findings were consistent with the clinical impression of non-bacterial thrombotic endocarditis. No additional adverse patient effects, or product performance issues were reported.